Event description:
It was reported that a wound drainage was performed due to patient presenting a little piece of suture material and pus in wound.

Manufacturer narrative:
PMA/510k: the date we became aware of this additional information is 25-may-2020.